Event description:
It was reported that the patient sustained unspecified injuries following a spinal fusion surgery where rhbmp-2/acs was implanted. No further information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on: on an unknown date patient underwent surgery at femur region. (B)(6)-2003: the patient underwent l2-5 tlif w/autologous bone graft.